Event description:
Nurse inspected IV tubing and found 1 cm airspaces alternating with 1 cm fluid spaces from pump all the way to patient. Pump did not alarm for air in tubing. Biomedical engineering inspected pump, unable to re-create problem. Pump appears to be working appropriately. Patient was not injured.====================== health professional's impression======================defective pump or defective tubing

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. Caller states test strips had been stored in the refrigerator, but were not allowed to reach room temperature prior to testing. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.